Event description:
After performing five inflations with the cryo inflation device, the unit "jammed", not allowing us to insert a new nitrous oxide cartridge to perform additional inflations. The procedure was a peripheral angiogram.